Event description:
Customer reports receiving a result of 14.2 mmol/l on the mobile system. She administered novomix insulin based on the result; 20 minutes later the customer felt ill and required assistance form her colleagues. The customer was treated with 150 ml of coke; some time later customer's low blood glucose symptoms improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports receiving a result of 14.2 mmol/l on the mobile system. She administered unspecified insulin based on the result; 20 minutes later the customer felt ill and required assistance form her colleagues. The customer was treated with 150 ml of (B)(4); some time later customer's low blood glucose symptoms improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Additional information provided on (B)(6) 2014: the customer reported that based upon the result obtained on the device, novamix 25 units were injected. No further details were provided.